Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, moisture within the battery compartment, damaged battery cap threads, and a dim and discolored display screen. This report is made based on results of the investigation performed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. The battery cap threads were damaged; the cap was unable to secure properly to the pump. A test cap was used for investigation and was able to secure properly. Leak testing revealed a battery compartment leak. No moisture was observed on the pump¿s internal components. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).